Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off, cause was unknown. There was no impact to the customer's blood glucose. Reportedly, the customer corrected the time and will monitor the pump to ensure the issue doesn't reoccur.